Event description:
It was reported that the patient had pain over the incision and stated "there's a lump there." It was noted that the patient thought the lumps were just swelling. It was stated that the patient developed an infection and had to take antibiotics. It was later stated that the lumps and infection had healed. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).